Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 4 of 4 for the same event. It was reported from (B)(6) that during an ear, nose, and throat (ent) surgical procedure it was observed that the burr devices were not burring effectively. It was reported that there was no delay in the procedure as an identical spare device was available for use. The reporter stated that the event was not related to the drill. There was patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.